Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was explanted 50 months post implant due to battery depletion. Premature battery depletion is suspected. The device has been returned for analysis. A new device was successfully implanted.